Event description:
Operative report states upon removal the right implant was ruptured and the left implant was intact. The surgeon performed an open capsulorrhapy specifically inferiorly to allow for inferior displacement of the implant and release of the contracture.